Manufacturer narrative:
Additional information was received on 23-nov-2025. The catheter was the cause of the event. The catheter punctured into the pericardial space. The physician claims the catheter tip was too stiff. Therefore, added physical resistance / sticking (a0509) under h6. Medical device problem code. It was reported that a patient underwent an idiopathic ventricular tachycardia - (idvt) procedure with a qdot micro catheter and suffered a cardiac perforation which required prolonged hospitalization. The physician claims the catheter tip was too stiff. The device evaluation was completed on 24-nov-2025. The device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. Due to the event described by the customer a deflection test was performed, and the mechanism was working properly, no stiffness was felt during the test. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis, other issues or circumstances may have occurred during the usage of the device that compromised its performance. The root cause of the adverse event remains unknown. The instruction for use (IFU) contains the following warning and precautions: when using the catheter with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto¿ 3 system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braided tip dictates that care must be taken to prevent perforation of the heart. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 12-nov-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia - (idvt) procedure with a qdot micro catheter and suffered a cardiac perforation which required prolonged hospitalization. The qdot micro catheter was in the coronary sinus mapping, and the ablator perforated through the anterior portion of the coronary sinus. The case was aborted. The effusion was discovered after the drop in the patient¿s blood pressure. The injury was confirmed via intracardiac echocardiography (ice). A "swan" was administered to monitor the blood pressure and an emergency transesophageal echocardiogram (tee) was called in. The effusion was monitored and did not increase in size; no other medical intervention was provided and the patient stabilized. The patient was stable. Additional information was received. The physician¿s opinion on the cause of this adverse event was that the qdot micro catheter was too stiff. No intervention was needed to resolve effusion. The outcome of the adverse event was fully recovered (no residual effects). The patient required extended hospitalization because of multiple days to ensure patient recovered adequately. The sheath and the catheters were not exchanged. No transseptal puncture was performed during the procedure, since it was a retrograde access. The energy delivered was all radio frequency (rf). No ablations were performed within the pulmonary veins. The patient was in the room at the time of the cancellation. The patient was under local anesthesia. In the physician¿s opinion, cancellation of the procedure did not contribute to a death or a serious injury to the patient.